Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient underwent posterior lumbar fusion from vertebrae l4 to s1. The patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., facet joints and transverse processes). Allegedly, post-op, "the patient continues to experience chronic lower back pain, numbness and tingling in his left leg, tingling in his right toes, and muscle spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.